Event description:
Information received by medtronic indicated that the customer reported piston was not reached to bottom of reservoir. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11e. Retainer = black. Customer returned the pump for alleged motor not rewinding all the way and cosmetic damage on the belt clip rails found on (B)(6) 2021. The pump was received with a pump error 37 alarm during rewind. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Successfully downloaded the trace and history files using thus. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and force sensor however, found corrosion on the motor home switch. Pump error 37 alarms are due to corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, broken belt clip rails, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Rewind anomaly, pump error 37 alarms, and broken belt clip rails are confirmed. Rewind anomaly and pump error 37 alarms are due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.